Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Additional information received indicated that surgery took place to explant and replace the leads to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33343. It was reported that diagnostics indicated high impedance on all contacts of both of patient's leads. X-rays were taken, which showed that leads appeared to be fractured. Surgical intervention may be pending to address the issue.